Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous cough while using the device and the cough stopping once she stopped using the device. The patient also alleges many sinus infections, ear infections, bronchitis, and pneumonia several times. It was reported that the patient had tear duct surgery. Patient also reported seeing a pcp, ent, and neurologist and trying three different types of cough syrup. Additionally, it was reported that the patient currently still coughing and vomiting from coughing and is unable to lay flat. She sleeps sitting up in a chair 2-3 nights a week. The patient reported using an ozone based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.